Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device did not fire. No patient involved in this event.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The plastic housing of the anvil side of the stapler was disengaged from the anvil. Additionally, the welded pin of the hinge component on the anchored lever bracket was bent away from the anchored lever bracket. The cartridge cover was disengaged from the cartridge. The cartridge cover was returned to its proper position and loaded into a test unit. The test instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Replication of the disengaged cartridge cover may occur if an excessive force is applied to the cartridge. Replication of the bent anchor bracket may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire. Changed to a new product to complete the case. No patient involved in this event.